Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. Customer's blood glucose was 195 mg/dl while the sensor gave a reading of 50 mg/dl. The customer also stated there was an alarm to say blood glucose was low and wen he retested, blood glucose was 234 mg/dl as he was coming up with a snack. Another time, blood glucose was 111 mg/dl and the sensor gave a reading of 64 mg/dl. Insertion and calibration techniques were discussed. There were also calibration error and bad sensor alerts received. The sensor will not be returned for analysis at this time.